Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional device implanted and involved in this event: tgt2815/9027348.

Event description:
On (B)(6) 2011, this patient underwent repair of the thoracic aortic aneurysm using two gore tag thoracic endoprostheses. On (B)(6) 2011, the patient presented a paraparesis. On (B)(6) 2011, the patient received a rehab and recovered a little. And the patient couldn't stand up. There was no significant clot or calcification in the aorta.